Manufacturer narrative:
During routine preventive maintenance (pm) testing at intuvie, the pump failed the ground resistance test, measuring 0.356 ohms. The acceptance criterion for this test is < 0.1 ohms. A review of the device¿s serial number history did not identify any similar complaints. The failure mode was confirmed during testing. The probable cause was determined to be a loose grounding screw. The screw was tightened, and the ground resistance test subsequently passed with a measured value of 0.022 ohms. Reference to complaint#: (B)(4).

Event description:
During routine preventive maintenance (pm) testing at intuvie, the pump failed the ground resistance test, measuring 0.356 ohms. The acceptance criterion for this test is < 0.1 ohms. A review of the device¿s serial number history did not identify any similar complaints. The failure mode was confirmed during testing. The probable cause was determined to be a loose grounding screw. The screw was tightened, and the ground resistance test subsequently passed with a measured value of 0.022 ohms. No patient involvement was reported.